Manufacturer narrative:
The returned 40mm asd-ide device was cleaned, measured, and visually inspected. The device appeared normal in shape. The device had no broken wires, and the patches and threads were intact. The device was load-tested several times using a test 12f-delivery system and deployed properly each time. No problem was found with the device. The aga medical erosion board reviewed and adjudicated this event on (B)(6) 2011 and determined no erosion occurred.

Event description:
On (B)(6) 2003 during the us clinical study for the 40mm amplatzer septal occluder (aso), a (B)(6) year-old female patient with minimal past medical history and a known secundum atrial septal defect (asd) was prepped for an implantation procedure. An unsuccessful attempt had been made earlier this year to close the asd with a 38mm aso. A 40mm aso was inserted into the right atrium and multiple unsuccessful attempts were made at deploying the device. Approximately 40 minutes into the procedure, the patient's blood pressure decreased and she became tachypneic. At this time ice demonstrated a pericardial effusion and an emergent pericardiocentesis was performed. Multiple aspirations and auto transfusions were performed, however, the bleeding never completely ceased and the patient was taken emergently to the or for median sternotomy, exploration, repair of the left atrial perforation, and asd closure with no complications.